Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen and unknown morphine, both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that when the patient's pump was replaced on (B)(6) 2016, they put a slightly larger pump in there. It hurts a lot a nd was very painful in the patient's lower abdomen. The patient stated her doctors did some x-rays and believe the way they put it in has the pump laying on some nerves and scar tissue and was causing pain. The doctors had thought it was surgical pain, but the pain persisted and was awful and got so bad the patient could not stand it. The patient was to be going in for bladder diversion surgery on (B)(6) 2017 and during the bladder diversion surgery the doctor was to be either moving the pump away from the scar tissue or would be removing scar tissue by the pump. The situation was resolved and being addressed by the patient's managing healthcare professional (hcp). No further complications were expected or anticipated.